Manufacturer narrative:
Section h10: the valve was returned to edwards lifesciences for evaluation. Upon visual inspection, the valve was observed to be partially expanded on the inflow side. No defects or abnormalities were observed. Cine images were provided by the complaint site and reviewed. The following observations were made: the delivery system/thv was tracked over the aortic arch and the delivery system flex tip was withdrawn. However, the valve was not fully aligned on the inflation balloon. The distal portion of the valve was located between the center and distal alignment markers on the delivery system. There were no abnormalities observed in the shape of the crimped valve. As the valve was not fully aligned on the balloon during deployment, the thv did not expand evenly. A review of the instructions for use and the procedural training manual was performed. No deficiencies were identified. The complaint was unable to be confirmed as no relevant imagery was provided. The dissection may have occurred due to interaction of the thv struts, from the partially deployed thv, with the aortic wall during maneuvering of the device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv).  The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered.  As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve.  Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the aortic dissection is unknown but may be related to procedural factors (manipulation of devices, trauma from the partly deployed valve in the distal ascending aorta/aortic arch).   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4) during a transfemoral tavr procedure, the patient sustained an aortic dissection. There were no problems noted during prepping.  It was not possible, however, to lock the delivery catheter and insert the balloon into the valve while attempting to align the valve in a straight section of descending aorta.  The valve was able to be positioned at the aortic annulus but was not able to be deployed.  An aortic dissection occurred requiring deep hypothermia and circulatory arrest in order to replace the ascending aorta up to the level of the aortic arch in addition to a savr.   It is perceived that the aortic dissection occurred due to the trauma from the partly deployed valve in the distal ascending aorta/aortic arch.